Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed in a percutaneous endoscopic gastrostomy (peg)procedure in 2007. According to the complainant, the locking adapter got chipped and the nutritional supplement leaked approximately 1 week after placement. Another corflo cubby low profile gastrostomy device was used to replace this device. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. A visual examination of the returned device confirmed there is a crack in the locking mechanism. The cause of this malfunction is undetermined.